Manufacturer narrative:
Updated blocks: h3 & h6. During laboratory analysis, the product surveillance technician (pst) could not duplicate the reported issue. The air bubble detector (abd) was connected to lab use only (luo) testing equipment. After the circuit was set up, the abd was activated from the central control monitor (ccm) and miscellaneous sized bubbles were sent through the circuit and each time the abd alarmed appropriately. The abd was left to run on a circuit for an hour to see if it would spontaneously alarm and it did not. It was determined that the abd functioned as intended. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Updated block: h6 the reported complaint was not verifiable since the product was not returned for evaluation or testing. Multiple diligence attempts for part return were unsuccessful. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Updated block: d9.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the ultrasonic air sensor (uas) falsely alarmed, stopping the arterial pump while there were no air bubbles in the arterial line. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.